Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical salvage procedure, the cable of the monopolar curved scissors (mcs) instrument was broken. The instrument did not move normally. Instrument was removed and broken cable seen after tip cover removal. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.